Event description:
It was reported that a perforation was confirmed by examination. The lead was explanted. No apparent anomaly on the lead was observed.

Manufacturer narrative:
The report in its entirety was completed solely by st. Jude medical, inc., crmd.